Event description:
It was reported a wireless module for a spectrum pump had 'fluid intrusion'. It was also reported there was no pt involvement related to this condition.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported 'fluid intrusion' was confirmed during baxter's device investigation. The eval found corrosion on the wireless module flex and radio printed circuit board due to fluid intrusion, rendering the unit irreparable. The device was removed from service.